Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump touch screen had "vertical black lines". Customer reverted to an alternate method insulin therapy. There was no adverse impact to customer¿s blood glucose level.